Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that on (B)(6) 2012, the pump was powered off when he woke in the morning. The patient reported that his blood glucose (bg) reading on the meter was ''high'' (600 mg/dl) with moderate urinary ketones, nausea and vomiting. The patient was reportedly treated at the emergency room (ER) where he was diagnosed with diabetic ketoacidosis (dka) and admitted as an inpatient with a bg of 688 mg/dl. The patient was reportedly discontinued from insulin pump therapy (ipt) in the ER and was placed on intravenous fluids and an insulin drip for 24 hours. The patient reported starting back on ipt on (B)(6) 2012 and discharged to home on (B)(6) 2012. The patient reported the battery cap on the pump was loose and had been loose for a period of two weeks prior to the pump being found powered off on (B)(6) 2012. The patient further reported that the threads on the inside of the battery compartment and on the battery cap were worn off and the yellow o-ring was visible. This issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient stated that he had never replaced the battery cap on the pump. The user's guide advises to replace the battery cap every three-to-six months. At the time of the call to animas, the patient stated that the pump had power because the battery cap was taped down onto the pump to keep it in place; however, the tape comes loose and the pump intermittently loses power. The patient denied trauma to the pump. This complaint is being reported because the patient experienced hyperglycemia requiring medical treatment while knowingly using a damaged pump.

Manufacturer narrative:
(B)(4): a review of the black box showed unexplained reboots had occurred. Visual inspection revealed no physical damage to the pump casing. The battery cap threads were stripped and the battery cap was unable to maintain an electrical connection. A test battery cap was used to complete investigation. The pump powers on normally with no alarms. A rewind, load, and prime sequence was performed with no power issues. The pump was exercised for 29 hours with no delivery or power issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The patient had reported that the battery cap was damaged and had been loose prior to the reported adverse event. The patient also admitted to never having changed the battery cap. The user guide instructs the user to change the battery cap every three to six months. A damaged battery cap is not likely to cause an adverse event as the damage is detectable and obvious to the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.